Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, prior to any maintenance, the endoscope is cleaned and disinfected according to current recommendations, unless this treatment is made impossible by its condition (for example a leak noted at the time of the leak test) requiring the endoscope to be reported as soiled and potentially contaminating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it was confirmed the foreign material was a black rubber-like material, however, the material could not be identified any further. There was no damage to the areas where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope did not insufflate, which prevented the procedure from occurring. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged by a black rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found cause was due to reprocessing. In addition, other issues found included scratching mark on the charge coupled device cover, plastic distal end cover was damaged, bending section cover glue was separated and worn out, the connecting tube had buckles, the detachment of both sealing joint of the s-body unit aqs well as the sealing joint of the scope cover without loss of tightness, the switch box unit had wear and tear, the universal cord had wrinkles, the key top 1 had a pin hole, the biopsy channel had wear and tear, and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.